Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the settings were changed and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller said that the stimulation was off and the stimulation had been off for a couple days. Pt said that the ins was charged to 100%. Pt was recharging the ins during the call and noted seeing recharging excellent. Pt's wife was also on the call and was helping the pt use the equipment. Agent walked the caller through turning the stimulation back on using the stimulation on/off button on the top of the controller. Pt said that they had trouble once before with getting the stimulation on. Pt said that they were not feeling the stimulation. Caller confirmed that group b was on/active. Pt said later on in the call that they could feel the stimulation working in their legs. Pt said that the ins battery would usually get down to 30%-40% and that the other day the ins battery had depleted. Pt said that they would have to wait until later to see if the ins battery would go down. Agent reviewed with the pt that the ins battery would deplete as the stimulation was being provided. Agent understood that the pt saw that the ins battery hadn't been depleting for the past couple of days since the stimulation had been off. Agent reviewed with the pt that the stimulation would automatically shut off once the ins battery got too low and that they would have to manually turn the stimulation back on after the ins was charged. Pt/caller understood. When asked for the event date, pt and caller both said that they didn't know. Additional information was received from a patient (pt). It was reported that the device is not working too good. Patient said the issue is mostly on their left side and back and bothers their left leg. Patient also said their back is cramped. Agent asked patient if they have tried increasing or decreasing the stim on their own and patient said no and that previously an agent, possibly a manufacturer representative (rep), helped them over the phone. Patient service walked patient through increasing stim on the call, the patient was on group b program 1 and increased it to 6 but still did not feel stim change. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. When asked for date of event, pt stated stim hasn't been as good as the trial.